Event description:
The pt reported the infusion device does not properly display alarm and error messages, the buttons do not always function properly, and the menu screen changes without reason. The pt stated the battery has been changed but the issue was not resolved. He experienced elevated blood glucose of 10-20 mmol/l (180-360 mg/dl). He stated his normal blood glucose range is 3-17 mmol/l (54-306 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.